Event description:
It was reported that the 9900 system c-arm is stuck in the up position. The procedure was completed and there was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the ps3 power supply. The system was tested and found to be working as intended and placed back into service.